Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) stated their controller was not charging when connected to the ac power cord. Pt also stated "batteries empty" message displayed. Patient services (ps) instructed pt to insert aa batteries into the controller. Pt confirmed the controller was working as expected with aa batteries. Pt inspected the battery pack and the insideof the controller battery compartment and confirmed no visible damage. The pt reported they experienced poor/intermittent telemetry while charging their ins and it was "draining" the controller battery but wasn't charging their ins. Pt also confirmed the recharger has been becoming warmer than usual while charging. No symptoms were reported. Additional information was received from the patient. Pt called back re-reporting information previously documented in this case. Pt said they received rtm and li battery replacement, however, pt's controller was draining before they could recharge their ins completely. Pt said the issue seems to have gotten worse as they used to get to ins charges out of the controller, then last week they would get one ins charge, and now they cannot get their ins completely charged from the controller before the controller battery is drained. Pt inspected the controller port and said the controller port pins looked even but not shiny.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: the 97755 intellis recharger, serial #(B)(6). Was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.